Event description:
It was reported that during atrioventricular node ablation procedure, there was lead warning for low right ventricular (rv) lead impedance. The devic was re-interrogated and no low impedance could be found. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.